Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.